Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Additional troubleshooting was performed. It was noted that the system powered on as expected at time of call. It was also noted that the system's cart setup had not been completed. In self-test, all of the internal connections were red and listed as unavailable. Sales also noted that the connection with the uninterruptible power supply (ups) was lost. Technical services (ts) had sales perform a hard reboot, but it did not resolve issue. During the reboot, it was noted that when the system was powered off via the softkey button in the software,the system remained on. The fans were heard running and the monitor was on a blue screen. Only when the physical power button was pressed did the system turn off. Ts had sales remove the back panel of the system. It was noted that the ethernet cable running between the router and computer was in the incorrect port on the left. Sales then swapped the ethernet cable over to the right port, and every issue was resolved. Resolution was confirmed on call and sales returned the system to service.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon bootup, the system's monitor remained on a black screen. The issue persisted after several hard reboots. There was no patient involvement.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0902: applicable to black screen a110201: applicable to upon bootup medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786r, serial/lot #: -, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.